Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Company representative reported via e-mail that he spoke to the customer and the customer stated that she experienced high blood glucose levels. She stated that she gave herself a bolus and blood glucose went up to 500 mg/dl. The customer changed the set and was fine after that. She stated she did not check the cannula to see if it was bent. Troubleshooting was declined. The device will not be returned for analysis.